Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrected date: it was inadvertently reported as ¿however, the pain was resolved¿ in b5 of the initial report. The correct information is ¿however, the pain was not resolved¿.

Event description:
It was reported that post op patient experienced severe cramping the left leg. As such, IV pain relief was given and scs system was turned off. However, the pain was resolved. In turn, the entire system was explanted on (B)(6) 2025 to address the issue. The cramping subsided following the explant. Patient was admitted for overnight observation and MRI performed. No complication was reported. Patient has been discharged.